Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "passage of the right internal jugular catheter is attempted but it is not achieved, medium right pneumotorax is presented, drained with peri cranial catheter and decided to leave umbilical catheter low." It was reported the "patient had pleural injury (pnemothorax) by puncture of pleural by the doctor". The patient required a chest tube. The patient's condition is unknown. It was reported there was no malfunction of the device.

Manufacturer narrative:
(B)(4). It was reported there was no malfunction of the device.

Event description:
The complaint is reported as: "passage of the right internal jugular catheter is attempted but it is not achieved, medium right pneumothorax is presented, drained with peri cranial catheter and decided to leave umbilical catheter low." It was reported the "patient had pleural injury (pneumothorax) by puncture of pleural by the doctor". The patient required a chest tube. The patient's condition is unknown.